Event description:
It was reported that when testing the implantable cardioverter defibrillator prior to implant, the device exhibited a delayed charge time. The device was replaced.

Manufacturer narrative:
The reported field event of extended charge time was confirmed by reviewing the data stored in the device image. The high voltage capacitors were analyzed and the cause of the extended charge time was found to be due to a capacitor anomaly.